Event description:
The customer reported that the device has operational check fails at ECG test. The device was reported as being available for clinical use at the time of the event. However, the reported issue occurred during testing in which there was no patient involvement. No adverse event involving patient or user was reported.